Manufacturer narrative:
The device was returned and evaluated following reports that it was stuck on the lock screen with the beta bionics loading circle and would not fully boot. When placed on a charging pad, the device powered on but remained stuck on the bootloader screen, duplicating the reported issue. Visual inspection identified no external damage. During internal evaluation, the battery was found to be not fully seated. After the battery connector was fully secured, the device booted successfully and operated as intended. This supplemental MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet insulin pump became unresponsive and stuck on the lock screen displaying the beta bionics circle, while the device showed charging status on the mobile app and the charging pad indicated a green light. Symptoms included no alerts or alarms and an inability to operate the touchscreen. Outcomes included interruption of normal pump use requiring device replacement and continued glucose monitoring via dexcom app or receiver. Investigation included customer service troubleshooting steps and remote assessment of device status. Investigation of this case revealed a screen unresponsive malfunction of the pump user interface that could not be resolved through software reinstallation or hardware resets. It was concluded that the pump exhibited a device malfunction isolated to the display or user interface, and a replacement device is required; data from the original device will not transfer and the patient will need to complete the startup process on the replacement.